Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter defibrillator had eroded through the pocket. The patient was treated for erosion and infection. The system was explanted and the patient was stable prior, during, and post operation.